Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the reported event. The patient was treated with ceftriaxone intraperitoneally (dosage and frequency was not reported) for the peritonitis. After being hospitalized for five days, the patient was discharged. Two and a half weeks after being discharged from the hospital, the patient experienced relapsing peritonitis manifested by severe abdominal pain and cloudy effluent. The cause of the relapsing peritonitis was unknown. On the day of this onset, the patient was hospitalized. The treatment for the peritonitis included rocephin (1.5 grams, intraperitoneally for ten days, frequency not reported). The patient was discharged five days after admission. The pd therapy was ongoing. The patient had recovered from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.